Event description:
The patient fell directly on the ins site a couple of days prior. The area was sore and painful to the touch. Immediately after the fall, the patient experienced shocking when the device was turned on. She had to increase the stimulation the help with her symptoms. Further information is being requested from the hcp.